Event description:
It was reported that during procedure, the right atrial lead exhibited high threshold. Re-positioning was attempted, and the threshold was appropriate; however, after five minutes, the threshold rose again. Re-positioning was attempted again with no success. A new lead was used instead. The patient was stable after the procedure.

Manufacturer narrative:
A complete lead was returned in one piece for analysis. Visual, x-ray, and electrical test did not fine any anomalies.